Event description:
Patient reported leaked. Healthcare professional later reported deflation. Healthcare professional later reported hole in valve and valve delaminated from shell. This record is for the right side. Device was explanted.

Event description:
Patient reported right side leaked. Healthcare professional later reported deflation. Healthcare professional later reported hole in valve and valve delaminated from shell. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/ valve leak and/or damage: observed a cracked valve seat diaphragm valve. Delamination: observe a delamination total of the valve (adhesive failure) as per the investigation procedure, creases, wear abrasion and particles were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b1, b5, d9, e1, e2, e3, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported leaked. Healthcare professional later reported deflation. This record is for the right side. Device has been explanted.